Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of lobectomy, they connected the reload and the handle and checked jaws opening/closing. The surgeon pushed the green button, however, could not squeeze the handle and could not fire the device. It was replaced by new reload and connected it to the same handle and the firing was completed. The surgical time was extended by less than 30 min. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.